Event description:
It was reported that during a routine clinical examination, noise was detected on the shock electrogram of the right ventricular (rv) lead during episodes of non-sustained ventricular tachycardia (nsvt) and ventricular tachycardia. This inconsistency raised concerns about its effect on the rhythm ID (rid) match percentage. Myopotential testing did not reveal noise; however, slight noise was noted upon manipulating the device, though not as pronounced as during the tachycardia episodes. All other lead measurements were normal. Technical services (ts) reviewed the case and identified far field oversensing. The rv rate sense channel was found to be clean and free of artifacts. Diagnostic review of the lead indicated stable performance, with shock impedance ranging between 55-75 ohms over the past year. Ts also addressed the rid match percentage issue, noting that noise did not consistently affect the rid%, with some nsvt events showing similar percentages for beats with and without myopotential noise. Efforts to manage noise on the shock channel were evident, given the rid% is programmed to 80%, below the nominal value of 94%. Ts recommended continued routine follow-up and suggested setting up latitude remote monitoring for the patient. No adverse effects were reported, and the lead remains in use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.